Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device was intermittently unable to obtain an ECG signal via the attached electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.